Event description:
A patient reported experiencing inaccurate high results with a ot basic enhanced meter. The patient's blood glucose results were 190 mg/dl, 270 mg/dl. Tests were done < 10 minutes apart with a difference of 31%. Patient did not experience any adverse events. No further information has been reported.